Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell off their bike and the touch screen became shattered. Additionally, the pump touch screen would no longer turn on. Customer's blood glucose (bg) was 600 mg/dl, with trace ketones. Bg was addressed with manual injections. Reportedly, customer reverted to manual injections for insulin therapy.